Event description:
The restylane that I got earlier is causing extreme insomnia and I'm disoriented. It has metastasized to my central nervous system. Name of the product as it appears on the box, bottle, or package: suzanne moore. Did the problem stop after the person reduced the dose or stopped taking or using the product: no.